Event description:
It was reported that a patient had 8 seizures in one day, which the mother stated did not happen when the vns was working. The patient's mother believed the increased in seizures was due to the battery fully depleting as the patient was received rapid cycling. The patient's device was replaced. It was indicated that the replacement was prophylactic as the battery indicator was still green. No impedance issue was noted, and review of the lead impedance for the replacement was ok. A battery life calculation was performed and estimated about 1.7 years remaining until near end of service with the programming data available. Based on this, the generator was expected to be delivering the programmed amount of therapy and does not support a completely depleted battery condition. The explanted device was returned for analysis. Analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Follow up with the nurse stated that the physician believed the increased seizures were believed to be related to the patient's battery depletion, and that some other possible factors that may have contributed to the increase in seizures was that the patient had been prescribed extra doses of phenytoin at the time. Further follow up from the physician indicated no other contributing factors. Product analysis has not been completed to date. No further relevant information was received to date.

Event description:
Analysis on the generator was approved. Proper functionality of the generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24 hours and the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery status of the device was ifi=yes, which was expected based on the charge consumed. No further relevant information has been received to date.